Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050502 captures the reportable event of bands misfire.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the varices during a variceal banding procedure performed on an unknown date. During preparation, the device misfired in an unintentional location. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.